Manufacturer narrative:
(B)(4). Batch # 124a38. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you describe the size and shape of the piece that was broken off? What type of instruments were exchanged through the trocar sleeve? Were any sharp instruments exchanged through the trocar sleeve? Are pictures of the device available? Was there any alleged deficiency of trocar sleeve? What is the current patient status? Will device be returned?

Event description:
It was reported that during surgery, the surgeon noted that the front section of the device was damaged by about 2 cm , and immediately informed the doctor to look for the stump in front of the chest under thoracoscopy, which lasted about 57 minutes. Four pieces of stumps were found, which were roughly complete after splicing. It was not ruled out that there were slight residues left . The chest was rinsed a lot and then closed. The operation was delayed by 1 hour.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2022. Additional information was requested and the following was obtained: can you describe the size and shape of the piece that was broken off? What type of instruments were exchanged through the trocar sleeve? Were any sharp instruments exchanged through the trocar sleeve? Are pictures of the device available? Was there any alleged deficiency of trocar sleeve? What is the current patient status? Will device be returned? All answers above are unobtainable. Once there is any update, we will update the information.